Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30124931l number, and no non-conformances were found during the review. (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that during the procedure, while ablation was conducted on right pulmonary vein (rpv) the impedance appeared abnormally and when the thermocool® smart touch® sf bi-directional navigation catheter was checked, it was noticed that a thrombus had attached to the thermocool® smart touch® sf bi-directional navigation catheter. The issue was resolved by exchanging the catheter to another one and the procedure complete without patient consequence. The issue of abnormal impedance has been assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The issue of a thrombus adhered/attached to the thermocool® smart touch® sf bi-directional navigation catheter has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that during the procedure, while ablation was conducted on right pulmonary vein (rpv) the impedance appeared abnormally and when the thermocool® smart touch® sf bi-directional navigation catheter was checked, it was noticed that a thrombus had attached to the thermocool® smart touch® sf bi-directional navigation catheter. The issue was resolved by exchanging the catheter to another one and the procedure complete without patient consequence. On 4/19/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a ¿reddish black residues on the tip dome and the pu margin.¿ the findings were reviewed and determined the evidence was a clot (thrombus) formation. The finding continues to be MDR reportable. Device evaluation details: on 5/8/2019, the device evaluation was completed. The device was visually inspected and reddish black residues were observed on the tip dome, this material is related to the thrombus reported by the customer. Then, during the second visual inspection, the material was not observed, this is related to the decontamination process. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, irrigation test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the thrombus observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On (B)(6)2019 , the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found a ¿reddish black residues on the tip dome and the pu margin. The findings were reviewed and determined the evidence was a clot (thrombus) formation. The finding continues to be MDR reportable. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).